Manufacturer narrative:
Concomitant medical products: 1888tc, lead, implanted on (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead¿s high voltage impedance has exhibited a gradual decrease this past year. The rv lead remains in use. No patient complications have been reported as a result of this event.